Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a pin hole on the bending section cover, which caused the water tightness to be lost. The adhesive on the bending section cover was chipped, the charged coupled device (ccd) was damaged causing no image and the forceps elevator lever was worn causing the bending section to not fix firmly. The worn angle wire caused the bending angle in the up direction to not meet specification additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus represnative reported the bending section on the loaner endoeye flex deflectable videoscope was damaged. During the inspection and testing of the returned device, the image would not display due to a damaged charged coupled device (ccd). There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.